Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 33 mg/dl. Customer treated blood with eating fruit, raisins, yogurt and lunch. The customer stated that she is experiencing the low blood with sensor she is currently wearing.